Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was not reproduced during evaluation. The device was flow rate tested and found to under infuse. Evaluation determined the under infusion to be caused by a failed door which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused. The device was programmed to deliver a volume to be infused of 20 ml from a 50ml bottle and the pump infused the whole bottle. There was no known patient injury or medical intervention associated with this event. No additional information is available.